Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and confirmed error code 1104 (check vent: backup alarm failed) in the device event log. The pse determined the issue was caused by a failed central processing unit (cpu) printed circuit board assembly (pcba). The pse replaced the part with customer approval. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer reporting a backup alarm failed error occurred on the v60 ventilator. The device was in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the device and confirmed error code 1104 (check vent: backup alarm failed) in the device event log. The pse determined the issue was caused by a failed central processing unit (cpu) printed circuit board assembly (pcba). Part replacement is pending customer approval.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. Testing of the returned cpu pcba resulted in a no problem found conclusion. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.